Event description:
It was reported that the pump stopped all insulin delivery. The customer had not tested her blood glucose level at the time of the report. There was no reported impact to the customer's blood glucose level.